Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). Complaint received as follows: dr (B)(6) inserted the foley on (B)(6) 2011 for the uterine drainage. On the following day, he failed to deflate the balloon either by aspiration of syringe or by cutting short the defective length of the funnel part. He insisted that he never clamp tubal part by the sharp tool. At last, he practiced the percutaneous puncture under ultrasound control, as to remove the foley.

Manufacturer narrative:
The event is deemed serious as it required medical intervention to prevent permanent damage. From a clinical perspective, a causal relationship between the catheter and this event is deemed related because there was no other way to deflate the balloon and remove the catheter. (B)(4).